Manufacturer narrative:
Upon receiving the customer's report, olympus dispatched a field service engineer (fse) to the user facility. While at the facility, the fse evaluated the device and partially confirmed the user's original report, one of the grey scope connectors had come unscrewed in the tub. According to the fse, the parts were found in the tub drain basket. The fse then reassembled the grey connector and secured the sealant solution. A test cycle was ran to confirm the repair, and the equipment was verified according to OEM instructions. At this time, the subject device is not scheduled for returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus endoscope reprocessor had a broken grey connector noted during reprocessing. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the tube was unable to be connected since the connector became loosened and came apart. As the cause of the loosened connector, we presumed that the user applied stress to the connector in the loosening direction, and the stress was accumulated. Hitting with something hard and aged deterioration were also presumed as the cause. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿chapter 3.inspection before use 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus.¿ olympus will continue to monitor the field performance of this device.